Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). Troubleshooting was attempted by the physician to no avail; therefore, a replacement surgery was performed. Upon explant, it was noted that the right cylinder tube was broken. All components were removed and replaced with no patient complications.